Event description:
Unexpected MRI downtime due to a table malfunction. Services were unavailable for approximately 9 hours. Manufacturer response for MRI table, 1.5 wide bore MRI (per site reporter). Ge rep was onsite to repair.